Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of product malfunction during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: no sample, no lot number - closed at dchu.

Event description:
It was reported that the bd precisionglide¿ needle 26g x 1/2 in experienced a needle that broke during use. The following information was provided by the initial reporter: caller reported when customer inserted needle into the fill port of the cartridge, the needle broke off. Number of occurrences: 1. Did the caller insert the needle into the cartridge and encounter fill resistance? No. Product with issue: bd 26 g, 1/2" needle, pn 305111. Product lot # 190430. Did issue cause any injury? No. Did customer require medical intervention? No. Is product manufactured by bd? Yes, sample is available for investigation. (Contact: resolution: distributor explained that bd might follow up with caller regarding returning syringe/needle. Caller was able to successfully fill a cartridge.